Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. After inserting the iab through the sheath and into the patient the md could not remove the guidewire from the iab catheter. As a result, the iab with the guidewire and the sheath were removed as one unit. The md did not try to insert another iab. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.